Event description:
The customer stated that he was hospitalized once due to hyperglycemia and twice due to hypoglycemia. The customer's blood glucose reading at the time of the report was 84 mg/dl. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.